Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the air and water nozzle could not be identified. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the colonovideoscope's screen wash was not working. The issue was found during preparation for use for a procedure completed using a similar device. There were no reports of patient harm/clinical impact and no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found protruding from the air/water nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the channel was blocked and the water removal, flow and water channel volume were out of specification. In addition to the foreign material in the nozzle, the evaluation findings were as follows: the adhesive on the light cover glasses were worn, the optical cover glass was chipped, the distal end adhesive was worn, the image had marks on the image, and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility